Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pfa catheter the patient required drainage for a pericardial effusion. The patient had a small effusion baseline at the start of the procedure. When the procedure was completed, the physician checked the intracardiac echocardiography (ice) and saw the effusion was bigger than at the start of the procedure. Pericardiocentesis was performed successfully, and the patient was transferred to the intensive care unit in stable condition. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.